Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the distal tip of the probe broken. The broken part of the device was not returned. The teflon jaw showed signs of wear and tear and the outer sheath was loose and buckled. The device was sent to the original equipment MFR (OEM) for further evaluation. The OEM evaluation found a crack at 16.5mm from the distal end.

Event description:
It was reported that toward the end of a laparoscopic sigmoid colectomy procedure, the sonosurg scissor stopped functioning. The physician took the probe/sheath apart and examined the probe. Upon applying slight pressure, the curved tip of the device snapped off. The procedure was completed without any pt injury. No additional info was provided.